Event description:
Healthcare worker was able to attach IV tubing to the enteral feeding spike adapter and administer enteral feeding to the pt via a PICC line resulting in cardiac and respiratory arrest.